Event description:
It is reported that the pins broke at the tip of the thread during insertion into the glenoid.

Manufacturer narrative:
This report will be amended when our investigation is complete.